Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transcervical resection of the endometrium in saline (tcris) procedure, the patient sustained a perforation of the uterus. It is suspected that this injury was caused by excessive force applied on the resectoscope. The procedure was then converted to a laparoscopic procedure to treat the perforation. No further information was provided but none of the olympus medical devices showed any malfunction and the procedure was reportedly completed after the intervention.